Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with an undetermined malfunction. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version is unknown at this time. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an undetermined malfunction was confirmed by baxter service personnel. The root cause was not identified. No further action was taken to fix the reported problem. Additional information: a service history review revealed that this device was previously serviced five times prior to this event, but never for the reported condition of "undetermined malfunction". A device history record review was also performed and revealed that no abnormalities were discovered during manufacturing.